Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The 20mm, 90% stenosed, eccentric, de novo target lesion was located in the mildly tortuous and non-calcified left circumflex (lcx) artery. A 185cm light support, j-tip pt²" guide wire was advanced to the lesion. A stent was deployed and post dilatation was performed. However upon removal of the guide wire, the tip of the wire was broken in the left anterior descending (lad) artery. No microsnare was available. A microsnare and guideliner were needed to retrieve the tip of the wire in a second setting. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the detached tip of the guide wire lodged in the left circumflex artery. There was no further intervention done to retrieve the detached guide wire tip as it reached to an unreachable location.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR. Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has the distal tip damaged, as part of overall visual revision. The returned device matches with upn provided by the customer. The device has the distal tip detached exposing the core wire (distal tip was not returned) at 183cm from the proximal section of the device, and with the distal section end kinked. Outer diameter at the proximal part, middle section and polymer coating are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the detached tip of the guide wire lodged in the left circumflex artery. There was no further intervention done to retrieve the detached guide wire tip as it reached to an unreachable location.